Manufacturer narrative:
(B)(4). The neuro stimulator model 7425 serial (B)(4) has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was reported patient experienced pain near the pocket. Hcp decided to explant the right implantable neuro stimulator and replaced it at the same time as the left. Lead and extension were also replaced, but discarded at the hospital. After the replacement, the patient had no problem with the stimulation. Reference MDR #9614453-2010-05705.